Event description:
Hcp reported the pt was complaining of an increase in pain. No withdrawal symptoms were noted. In 2002, the pt had moderate to good pain control and it was noted there was a discrepancy in the reservoir volume. In 4/2002, the pt complained of the pain doubling and there was again, a reservoir volume discrepancy. A catheter dye study was to be scheduled, but the hcp does not have info as to whether or not this was ever done. The pump was replaced. The pt is back to baseline with moderate pain control since the replacement surgery.